Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 421 mg/dl and treated with injection to control blood glucose. Customer declined troubleshooting for the high blood glucose level. Customer states infusion set tubing was detachment. Customer reports there was not stress or pull on the tubing. Customer reports the insulin pump did not dropped with the set connected to their body. The devices will not be returned for analysis.